Manufacturer narrative:
Product ID: 977c190, lot# va1s3jv004, implanted: (B)(6) 2019, product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported according to the facility the product was used before the expired date. So there was no patient/procedure issue. The device had been used in usual period so there was no issue. The end of service (eos) was due to normal battery depletion. The cause of the expired date issue was not determined. It was also reported that the physician confirmed that the product was used before the expired date. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977c190, lot# va1s3jv004, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported an expired date issue. The patient had been operated several years ago and implanted with a neurostimulator. They were now due to their battery showing an end of service (eos). Their battery replacement was planned by the physician. The product was delivered on the 11th of october. After that, the physician done the replacement case and programming issues without support. The surgery date remained unknown. On the 16th of december, they realized that the battery had been implanted after expired date of sterilizing. The issue was not resolved and the factors that may have led or contributed to the issue were unknown. No actions were taken to resolve the issue. Later, it was reported that the devices were implanted on (B)(6) 2019. No further complications were reported/anticipated.